Event description:
Patient reported that the one touch basic original meter was displaying the not enough blood message. This issue was not resolved with troubleshooting. A test done on another meter was documented with a result of 140 mg/dl. Patient did not have any symptoms. There was no adverse event or serious injury reported.